Event description:
Staff reported, on behalf of physician, right side rupture. The device has been explanted.

Manufacturer narrative:
(B)(6). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Staff reported, on behalf of physician, right side rupture. An ultrasound confirmed "periprosthetic seroma due to rupture" and ¿axillary siliconomes". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Seroma-late: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
An ultrasound confirmed "periprosthetic seroma due to rupture" and ¿axillary siliconomes".